Event description:
Baxter reports 2 incidents of a leak noted at the arterial header connection to the dialyzer case one hr into pt treatments. Nothing unusual was noted with the therapy at time of these events. The complaint coordinator reports no pt injury or need for med intervention. The dialyzers were discarded at the time of the these events.